Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert the zso-7-9 in the cbd. So the nurse prepared the zso-7-9, but the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the guide wire into the zso-7-9, it was impossible, so they used the new one.

Manufacturer narrative:
Device evaluation: the zso-7-9 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation ¿ n/a. Document review: as the lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zso-7-9 devices are subjected to a visual inspection and functional checks to ensure device integrity. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest the user did not follow the IFU. Image review ¿ n/a. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to kinking as the stent was straightened with the pigtail straightener. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The doctor wanted to insert the zso-7-9 in the cbd. So the nurse prepared the zso-7-9, but the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the guide wire into the zso-7-9, it was impossible, so they used the new one. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.